Manufacturer narrative:
On 29-jul-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo mentor received of the device because the physical device was discarded. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was discarded. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bottoming out of right breast prosthesis, implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 430cc gel breast prostheses that bilaterally ruptured after implantation. Bottoming out of the patient¿s right breast prosthesis was first observed. As a result, the patient underwent a pocket revision surgery along with bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2020. The explanting surgeon noticed free silicone coming out of both breast prostheses. The explanted devices were discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.